Event description:
The pt called lifescan and alleged that their meter would not power on. The pt stated that the last time they were able to test on the meter was one day prior to calling lfs. They contacted their physician for advice and the advice was to take half of their insulin and dose and to take their oral medication. No other treatment was reported. No other blood glucose results were reported. The pt stated that they replaced the batteries, but that did not resolve the issue. The battery contacts were in good condition. A replacement meter is being sent.